Event description:
A young pt performed two over the counter pregnancy tests (MFR unknown) and both gave positive results. The initial testing of a first morning urine sample on the testpack plus hcg urine assay gave negative results. Due to the discrepant results, the test was repeated with the same lot on the same urine sample and gave a positive result. Follow up with the practice receptionist confirmed the pregnancy as they provided a due date. There was no injury reported.